Event description:
The user facility reported a 82-year-old asian female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant in japan had a cp support along with ECMO (extracorporeal membrane oxygenation) for a patient with vf (ventricular fibrillation) in need of a pci (percutaneous coronary intervention) for cad (coronary artery disease) . The team explanted the pump after 6 days and had removal issues. A clot burden was observed in the lower extemity and the team had to have fogarty embolectomy to removed the embolized thrombus from the limb and a "decompression incision" was performed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Manufacturer narrative:
The investigation for the reported removal issue and thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of thrombus nor the removal issues could not be determined as the device was not returned nor sufficient clinical details. Added h6 med dev prob code 1528, h6 impact code 4624 corrections to the initial MFR report: b1-product problem should have been selected. D4 model number. Added d6a/d6b. F6/f8 should have been left blank. G1 MDR reporting contact email. H5 should have been yes. H8 should have been initial use of device.